Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable did not work. No power/energy. Unknown how old the extension cable was or how many sterilizations. No issues with power supply reported. Power setting unknown. Audible beep and lights on unknown. Power supply wasn't the issue reported and was working. The surgeon opened up a new vh-4030 to complete the case. Patient was in the room. No patient effects or delays were reported.

Manufacturer narrative:
(B)(4). Updated sections: b4, d9, g3, g6, h2, h6, h11. Corrected section: d10, h3-device returned, h6-codes 4115 & 3221 removed. The device was returned to the factory for evaluation on 12/04/2025. An investigation was conducted on 12/04/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cable. Both connector ends were observed to be intact. The cable was able to be connected to the adaptor with no physical or visual difficulties. The reference harvesting device was attached to the cable with no physical or visual difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply did emit an audible beeping sound and the evh reference tool did produce steam or heat. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device successfully transected tissue four (4) times. Based on the returned condition of the device as well as the evaluation results , the reported failure "failure to deliver energy" was not confirmed. The reported device is an OEM device; therefore, a lot/serial history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.